Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extrusion, pain and a leak in the ear canal. The recipient's device was explanted.

Manufacturer narrative:
Correction information: sections: d6b, h6. Additional information: sections: d6b, h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was not explanted. The recipients device was repositioned on may 20, 2026. The recipient has healed and was successfully activated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.